Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive resulting in the pump shutting off. The customer's blood glucose (bg) level was 527 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to an alternate method of insulin therapy.